Manufacturer narrative:
(B)(4). Results: (occlusion, misplacement of the device). (Cardiac arrest). Conclusions: (cardiac arrest).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular aneurysm 5.3 cm x 6.8 cm thoracic aortic aneurysm at zone three approximately one month ago. Vessel morphology was reported as there was no calcification or thrombus and a proximal thoracic aortic neck of 34 mm no calcification or thrombus. It was reported that cardiac arrest was induced with adenosine triphosphate. The physician started to deploy the (B)(4) until two stent rings were deployed and noted that a bare spring was turned over. (Ref MFR#2953200-2011-01120). The physician resolved this by pulling down the delivery system, however, the bare spring then opened in the aneurysm. An additional stent graft (B)(4) (ref MFR#2953200-2011-01121) was required to cover the proximal portion of the aneurysm. When the physician pulled this stent graft to position it accurately, it caught on the first stent graft, and the stent graft was disconnected from the delivery system. The second stent graft then covered the brachiocephalic artery and the left common carotid artery; however, blood flow was maintained. The physician adjusted the stent graft positioning with a balloon and the brachiocephalic artery was opened. The left common carotid artery was still covered, so the physician placed a stent to establish blood flow. The endoleak was resolved. No additional clinical sequelae wer reported, and the patient is fine.